Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient representative reported right side gel bleed and inflammation. Patient representative also reported patient with the following symptoms: fatigue, sleep and concentration disorder, leukopenia, raynaud syndrome (stiff fingers), food allergies, histamine intolerance and adrenal fatigue, reflux disease and gastric mucus, strong pain in the right shoulder, dizziness, nausea and stomach cramps, forgetfulness, temperature sensitivity, joint and muscle pain, muscle weakness, scleroderma, lupus, itchiness and rash, freezing, hormonal imbalance, which are not device related. The device was explanted.